Event description:
Journal reference: dieguez gp, villanueva v, lopez s, et al. [Granuloma in the incision after implants of an spinal cord device]. Rev soc esp dolor 2008;15(1):25-27. In recent years spinal cord electrostimulation (sce) has been used in unstable angina peripheral vascular disease, failed back surgery syndrome (fbss), neuropathic pain, spinal stenosis, chronic regional pain syndrome, and urologic and perineal diseases, among others. There are major differences in its indications between the us and other country, particularly with regard to its use in peripheral vascular system diseases. Reportable event: a male was referred to us, after lumbar mr scan, fbss affecting primarily l4-l5 was diagnosed. A sce implantation was proposed, due to clinical recurrence. At 20 days after implant, a bulge, less than 1 cm. Was detected and showed signs of inflammation; fever was absent. Antibiotic therapy was initiated. After 5 days without improvement, exploratory surgery of the incision was performed. A granuloma was found in the lumbar wound region. Clindamycin was added to the treatment. Similar pain reappeared a few days later. A new granuloma was in the same zone and surgery was performed. Displacement of both electrodes was detected, and possibly due to prior manipulation of the system. Signs of wound re-infection with possible deep tissue infection and even central nervous system infection were key factors in the decision to remove the electrodes and perform wound repair. The connections were left covered and the generator was turned off. The patient improved, and antibiotics were discontinued after 15 days. The patient now is waiting for implantation of new epidural electrodes.